Manufacturer narrative:
(B)(4). This report involves an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The day before diagnosis, the patient was hospitalized for an unspecified event. The peritonitis was manifested by an inflamed peritoneum. The cause of the peritonitis was unknown. The patient was treated with vancomycin (dose, route, frequency and duration not reported) for the event. On an unknown date, the patient¿s pd catheter was removed and the patient was placed on hemodialysis. The patient was reported to have recovered from the peritonitis. No additional information is available. This is report 2 of 4 involved in this event.